Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 10 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidents, which were associated with separate units, involving one patient. This is the second of three reports. Refer to 9611594-2026-00120 for the first report. Refer to 9611594-2026-00122 for the third report. It was reported, repeated breakage of the y-port on a 6fr corflo nasogastric tube. The y-port separated at the connection point on three separate occasions over a period of less than four weeks of use. No patient injury occurred, and no medical intervention was required beyond routine tube replacement. The family had been securing the tube with masking tape. The user reported no difficulties with insertion and no use of oils, oil-based medications, or mct oil. A replacement 8fr, 91 cm tube was later placed to address the issue.